Event description:
It was reported that a homechoice device experienced a system error 2367 alarm (air in line). This event occurred during dwell cycle three of peritoneal dialysis therapy while the patient was connected. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted the patient in clearing the alarm and advised the patient to use continuous ambulatory peritoneal dialysis (capd). There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.